Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation determined that the reported difficulties appear to be related to case circumstances. It is likely that during use, the clearance between the guide wire and guide wire lumen of the otw mini trek became reduced causing the reported resistance. Additional movement of the catheter against resistance likely resulted in the devices becoming frozen together. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The mini trek ii otw device referenced is being filed under a separate medwatch report #.

Event description:
It was reported that the procedure was performed to treat a re-stenosed lesion in the proximal diagonal coronary artery with moderate tortuosity and heavy calcification. An unspecified mini trek otw balloon dilatation catheter (bdc) was advanced however failed to cross the lesion as it met resistance with an unspecified guide wire. The bdc was unable to be removed independently and therefore the bdc and guide wire were removed together as a single unit. Following re-wiring with an new unspecified guide wire, a 1.50 x 15 mm mini trek ii otw balloon dilatation catheter (bdc) was advanced; however the same problem occurred. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.